Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a (B)(6) year old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient experienced a fall 2 days prior and received a full dose of thrombolytics upon st-segment elevation myocardial infarction (stemi) diagnosis in an outside facility. The patient¿s clinical state prior to initiation of support was scai stage d. The patient received cp support for the coronary angioplasty. On day 3 of support, while in the intensive care unit, the patient experienced a hemorrhagic stroke, which was confirmed by CT. The family elected to withdraw care and the patient expired. The reported hemorrhagic stroke may occur in the setting of anticoagulation requirements, and may be influenced by patient-specific factors such as the recent fall, underlying cardiogenic shock physiology and hemodynamic instability. The death will be conservatively reported to the impella cp; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented after a fall and with scai shock stage d.